Event description:
User experienced three pt samples with discrepant results for sodium and or bicarbonate. Initial sodium gave 165 mmol/l; repeat gave 134 mmol/l. The sodium results were not reported, they were repeated prior to repeating results. The field service representative determined the cause to be fluid dispense was too high on cell rinse mechanism and outside squee-gee was getting hung up intermittently. He cleaned squee-gee then adjusted fluid dispense on rinse mechanism. Performance tests were performed and within specification.

Event description:
User experienced three pt samples with discrepant results for sodium and or bicarbonate. In 2008, initial sodium gave 163 mmol/l; repeat gave 134 mmol/l. The sodium results were not reported, they were repeated prior to repeating results. The field service representative determined the cause to be fluid dispense was too high on cell rinse mechanism and outside squee-gee was getting hung up intermittently. He cleaned squee-gee then adjusted fluid dispense on rinse mechanism. Performance tests were performed and within specification.

Event description:
User experienced three pt samples with discrepant results for sodium and or bicarbonate. Initial bicarbonate gave 49 mmol/l; repeat gave 23 mmol/l. The sodium results were not reported, they were repeated prior to repeating results. The field service representative determined the cause to be fluid dispense was too high on cell rinse mechanism and outside squee-gee was getting hung up intermittently. He cleaned squee-gee then adjusted fluid dispense on rinse mechanism. Performance tests were performed and within specification.